Event description:
It was reported that the pt was undergoing an intrathecal drug delivery trial for benign pain using an external hospital owned pump, the catheter being used was unk. The pt was admitted to begin the trial using dilaudid (concentration unk) on (B) (6) 2010. The pt was later found unresponsive. It was determined there was a programming error with the pump programmed to deliver 24 mg/24 hr. The pt was resuscitated and admitted to ICU. The pt recovered without neurological sequelae and was discharged from the hospital.

Manufacturer narrative:
(B) (4).